Event description:
It was reported to boston scientific (bsc) in 2007 that a customer encountered problems during use of a coil. According to the customer: "during the procedure, the coil detached prematurely. Physician [used a retrieval] snared and everything else was fine."

Manufacturer narrative:
Several attempts have been made to request for additional information (i.e. Event date, product information, event description, etc.) On the device in question. To date, no additional information has been made available for the manufacturer's review.